Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the implantable cardiac monitor exhibited undersensing. The device was reprogrammed. The patient was stable post event and would continue to be monitored.